Event description:
It was reported that during a da Vinci-assisted surgical procedure that the Universal Surgical Manipulator (USM) 4 patient clearance button was not working. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE went on-site and replaced the Universal Surgical Manipulator (USM) 4. The system was verified and ready for use. Intuitive Surgical, Inc. (ISI) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.